Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to fluid loss, there was a hole in the balloon and the device wasn't working. All components were removed and replaced. There were no patient complications reported.